Event description:
The customer tested blood glucose and received a result of 270mg/dl at 8am. Customer ate breakfast and took normal medications. At 10am the customer was found barely conscious by customer's relative who called 911. Paramedics tested and received a result of 33mg/dl. Customer was given oral glucose and taken to the hosp. Customer's blood glucose was 140mg/dl at the hosp, customer was given food. A lab was also performed, the result is unk. No controls in use. A request was made for the return of the suspect device and replacement product was sent.